Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. A review of the manufacturing documentation was not performed as the reported event is not related to a manufacturing or servicing issue. Based on the available information, including the occurrence of the event within 30 days of implant, the device may have caused or contributed to the reported event. Per the instructions for use, thrombus, cardiac arrythmias, hypertension, and bleeding are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post implant the ventricular assist device (vad) patient developed a near totally occlusive deep vein thrombosis (dvt) in the right axillary vein, a nonocclusive thrombus in the right brachial artery, right internal jugular and right basilic vein which was diagnosed via ultrasound. The peripherally inserted central catheter (PICC) line was removed and a heparin drip was initiated. The patient also experienced acute blood loss anemia treated with blood transfusions as needed and an intravenous (IV) iron infusion. The patient also had thrombocytopenia which was monitored with laboratory blood draws and required no intervention. The patient experience cardiac rhythm ectopy which began in the operating room and continued intermittently after implant. Electrolytes were monitored for this and a beta blocker was started later in the hospital admission as well as an implantable cardioverter defibrillator (ICD) implant. Post implant of the vad the patient also developed pulmonary hypertension and right ventricular (rv) dysfunction and the patient was started on oral medication for rv dysfunction. The vad remains in use. No further patient complications have been reported as a result of this event.